Event description:
It was reported the pt bent over and felt something unusual. Afterwards, the pt began to receive inadequate coverage. The pt experienced stimulation in the stomach, right flank area, neck, and the base of the skull and head while being reprogrammed by an sjm rep. A fluoroscopy was performed and revealed lead migration. The pt is scheduled to undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.